Manufacturer narrative:
Block h6: imdrf device code a020504 captures the reportable event of a tear, rip, or hole in the device packaging. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was received by the customer on an unknown date. Upon receipt of the shipment, it was reported that one device had a cut in the packaging. The device was not used in a procedure. A photo of the complaint device was provided and showed the packaging to be cut. No further information has been obtained despite good faith efforts the patient was not present at the time of the event and there were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was received by the customer on an unknown date. Upon receipt of the shipment, it was reported that one device had a cut in the packaging. The device was not used in a procedure. A photo of the complaint device was provided and showed the packaging to be cut. No further information has been obtained despite good faith efforts. The patient was not present at the time of the event and there were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a020504 captures the reportable event of a tear, rip, or hole in the device packaging. Block b3: approximated based on the date the manufacturer became aware of the event. Block h11: investigation results the cre fixed wire dilatation balloon device was not returned for analysis. A technical analysis could not be performed. However, a media analysis was performed on the photos provided by the complainant where it can be observed that the pouch packaging exhibits evidence of a rip. No other problems with the device were noted. According to the media analysis performed, boston scientific concludes the reported event of packaging tear, rip or hole in device packaging was confirmed. Based on the evidence provided, it was reported that the documentation attached includes pictures where it can be observed the pouch packaging exhibits evidence of a rip. The conclusion is acceptable because of the analysis of the available information in the complaint did not determine a more specific complaint cause, in addition, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Therefore, the most probable root cause of the clinical observations is cause not established. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.